Manufacturer narrative:
Concomitant medications include but are not limited to: baby aspirin, sertaline, clonazepam, olanzapine, desipramine, donnepezil. (B)(4) a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, follow up imaging determined a proximal type I endoleak.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: endoprosthesis: endoleak .

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention and three gore® excluder® aortic extenders were placed proximally to extend coverage. The patient tolerated the procedure with a slight proximal type I endoleak still persisting. It was reported that the patient had a short angled neck and that the device may have migrated distally somewhat. This was unable to be confirmed.